Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An attempt was made to interrogate the device with a model 3200 programmer. The device communicated normally. Interrogation of the device noted the battery monitoring voltage was 9.07 volts and the battery status was beginning of life (bol). Device memory was reviewed and no suspicious errors or resets were noted. Next, a telemetry test was completed and the device did not pass this test. Subsequent attempts to interrogate the device were unsuccessful. A magnet reset was performed and the s-ICD still could not be interrogated. The behavior of this device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. All wake up periods during this testing were considered within the acceptable operation threshold; however, approximately half of the pulse waveforms were not as expected. This behavior is consistent with a shortened telemetry wake-up pulse behavior associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that a routine follow-up, this device was unable to be interrogated. The data was sent for a technical services review, at which time no errors or resets were confirmed. Troubleshooting guidance was provided to the field however despite this guidance, the unit remained unable to be interrogated and was later explanted and replaced. The explanted device was subsequently returned for analysis; no resulting adverse patient effects were reported.

Manufacturer narrative:
Following return of device and completion of laboratory analysis, another report will be submitted.

Event description:
It was reported that a routine follow-up, this device was unable to be interrogated. The data was sent for a technical services review, at which time no errors or resets were confirmed. Troubleshooting guidance was provided to the field however despite this guidance, the unit remained unable to be interrogated and was later explanted and replaced. The explanted device is expected to be returned for analysis; no resulting adverse patient effects were reported.